Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted the motor cortex device out someday. It was clarified that the hospitalization in (B)(6) 2014 was not due to the stimulators. The patient had the peripheral nerve stimulation (pns) trial going and was hospitalized because her "oxygen level dropped so low. First to 40 then to 18." The was on hydromorphone every three hours, opana twice daily, and another pain medication that was on a stick that she sucked on like a sucker. The low oxygen was due to medication. Now the only medications she took was keppra to prevent seizures, neurontin, tylenol and hydromorphone for pain. It was noted that the start of the chronic pain was from a root canal that was not managed properly 17 years ago. She developed a strep infection in the jaw. This lead to IV antibiotics for 5 years and many surgeries to repair the jaw. The surgery caused nerve damage and that was why the motor cortex stimulator was placed. The physician that placed her motor cortex stimulator had never done one before. The doctor placed the pns to help with facial pain. She had 3 leads, one for the jaw, scalp and supraorbital area. The patient was at the doctor's office two weeks ago and a manufacturing representative (rep) was assisting her to learn how to use the "transmitter," which was clarified to be the patient programmer (pp). That was when they realized they had the wires labeled in the wrong order and they corrected that. She would change levels and it did not seem to work in the right place. Sometimes it would make the pain feel worse. Now that was resolved. It was noted that her memory was also improving.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown, product type: unknown. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va0m6e3, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0n3rt, implanted: (B)(6) 2014, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Reportable for serious injury as all devices were explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient experienced unrelated hypoxic episodes and seizures post-discharge after an outpatient procedure. It was reported that this event occurred on (B)(6) 2014 and was suspected to be caused by a medication overdose. It was also stated that there was no apparent device-related contribution. It was reported that it was unknown what kind of tests were performed, but the device continued to function correctly. There was no action taken as their was no device issue. It was reported that all products were explanted in 2015 and the issue was resolved at the time of the report. The products were not replaced and would not be replaced in the future. No further complications were reported/anticipated.

Manufacturer narrative:
The report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider indicated that the explanted devices will not be returned for analysis. They noted that there was a labeling/ record keeping error made by a manufacturing representative. No further complications were reported.

Event description:
It was reported that there were seizures, unrelated to the device. They were helping the patient learn how to use the programmer because after implant on (B)(6), the patient had a seizure and had lost some memory. It was noted the seizure was not related to the implant. The patient had been having bad pain since saturday night and went into sunday. It was a ¿day from hell¿ the day prior. There was a combination of the lower left jaw/cheek pain and sometimes it went up to the left forehead. The system was for peripheral nerve pain. They wanted to know if when they were changing settings around trying to find the sweet spot to help the patient may have caused the pain. The patient¿s husband reported a month later when the patient had a seizure that was previously documented the patient had to go back to the hospital for pain. The patient was in the hospital for thirty days and suffered memory loss from lack of oxygen and didn¿t remember having kids, dogs, etc. Didn¿t have one. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown, product type unknown; product ID 97712, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # va0m6e3, implanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # va0n3rt, implanted: (B)(6) 2014, product type lead; product ID 97712, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).